Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported a spark from the patient electronics device. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wires of right ang ext, 2.5id/5.5od 16awg and power supply. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Customer reported unit revealed exposed wires coming from the power supply box - confirmed. Pes is uncapable of powering on due to exposed wires of the power supply. Since the power supply revealed severe damages and exposed wires it is not recommended to be used. While doing further investigation additional damages coming from the right-angle ext. Was revealed.